Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that a few months post implant, the thresholds began to rise. In october, 2003, the mode was changed to vvi due to pacing and sensing failures. The lead impedance had also risen to >3500 ohms. X-ray showed a lead fracture.